Event description:
During troubleshooting for an unrelated alarm, it was reported that a leak was noticed. The technical service representative (tsr) asked the care giver (cg) to inspect the bag ports and connections. The cg stated that the bags were dry. The cg stated they had a wire shelf and the shelf had droplets and underneath a bag was wet. The technical service representative (tsr) assisted with ending therapy and advised the cg to start the therapy over using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.